Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.

Event description:
It was reported to boston scientific corporation that rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the sponge was dislodged out of the locking device and got stock in the scope. Reportedly, the sponge was retrieved using a hedgehog brush. It is unknown if a water-soluble lubricant was applied to the top of the biopsy cap prior to use. The procedure was complete with another of the same device. There were no reported patient complications as a result of this event.